Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one single-use stapler. The visual inspection of the staple guide noted the instrument was fully applied. A microscope examination of the device displayed nicks on the knife blade. Inspection of the anvil cutting ring showed deep traces of knife impression and the ring was received completely severed. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage. Product analysis suggests the product was used in a surgical procedure. The reported condition was confirmed, due to the nicks on the knife blade. The file was concluded to be a misuse of the product. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4). (B)(6). User facility is listed in initial reporter. (B)(4).

Event description:
According to the reporter, during a high anterior resection after firing the surgeon confirmed the anvil tilted, and then rotated the wing nut twice, however, the device would not be pulled back. The surgeon moved the device up and down, left and right to remove it. The device was eventually removed but the serosa tore. The device was removed from the tissue by force and tissue damage was caused. Oozing bleeding occurred as a result of the issue. It was treated with hand sewing.